Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during this patient's follow-up at the hospital, oversensing of noise with pacing pauses of up to six seconds were observed on telemetry. The patient did not report experiencing any syncope, dizziness, type of illness, or adverse patient effects. No noise could be reproduced with isometrics and interrogation of the system did not reveal any episodes. At this time, the system's sensitivity was adjusted and everything remains implanted and in service. Again, no adverse patient effects were reported.